Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and confusion or disorientation.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced hypoglycemic events. Patient reported that she experienced lows at night. Patient's continuous glucose monitor (cgm) did alert patient to the events and woke her several times. Patient stated she awoke in a confused state. Patient's husband treated the patient with juice. There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.